Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results for one patient on the architect c4000 analyzer. The following data was provided: initial 120 mmol/l, repeated 136 mmol/l. The customer uses the package insert normal range of 136-145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A new manufacturer report number has been submitted. All follow up information will be included in report 1628664-2018-01602.